Event description:
It was reported that the battery cannot be charged. The autopulse charger shows this battery failed and is faulty. The test data showed that test cycle was successfully completed and recovered. The event happened at reported site so maybe happened just due to improper battery maintenance.

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.